Manufacturer narrative:
Product investigation: the ICD was returned from the field and was evaluated. It was tested on the bench and found to be normal.

Event description:
During follow-up, the vibratory alert was tested. The alert operated as expected, but the patient could not feel the alert. The device was replaced. The patient is stable.

Manufacturer narrative:
(B)(4). Based on the information received, the device was prophylactically removed and there is no alleged malfunction of the product. Should the device be returned and the analysis results indicate an anomaly a follow up report will be submitted. (B)(4).

Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically.